Event description:
Physician was attempting to implant 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 85% stenosis and moderate vessel tortuosity. Device was removed from packaging, inspected and prepped with no issues noted. Lesion pre-dilation was performed. Resistance was encountered advancing the endeavor resolute device and it could not cross the lesion. The device was removed and it was noted to be deformed. Another brand stent was used to complete the procedure. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No clinical sequelae were reported. Evaluation summary: distal tip was frayed. The 7th and 8th distal segments had raised struts. The stent was positioned correctly between the marker bands as per specification requirements. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 85% stenosis, moderate tortuosity and severe calcification); (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis, moderate tortuosity and severe calcification); known inherent risk of procedure (stent deformation). (B)(4).